Event description:
It was reported, when the surgeon was inserting the solis cage at c5-c6 disc level the cage cracked on the anterior lateral portion. The surgeon then took the 6mm cage out and replaced it with a 5mm cage.